Event description:
It was reported that the patient presented in clinic with the complaint of stimulation in right pectoral muscle. The left ventricular lead was found to be dislodged and pulled back to the pocket which was confirmed upon x- ray. The lead was turned off which stopped the patient symptoms. The lead was explanted and replaced on (B)(6) 2017. The patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.